Event description:
During a procedure the physician asked for a 6f catheter. A package labeled as 6f was opened and given to physician. During procedure physician felt the catheter was larger than normal. The package was checked and it was confirmed that the package said 6fr. One of the nurses then looked at the catheter and noticed it was labeled as 7.5f on the base of the catheter. MFR mislabeled product.